Event description:
The circuit was ventilating a pt in an infant warmer by a siemens 300 ventilator and the heater used was the fisher and paykel model mr850. Ventilator settings at a pressure control simv rate of 16bpm, peak pressure 20, peep 4, and the fi02 at 40%. The circuit was discovered to have melted through areas along the expiratory limb of the circuit. The circuit was changed and saved. No harm was reported by the facility.